Manufacturer narrative:
(B)(4)

Event description:
It was reported that after implant of the implantable cardiac defibrillator, the patient developed a hematoma around the pocket. The hematoma was resolved with surgery and the device remained implanted. The patient was in good condition.